Manufacturer narrative:
There was no patient involvement. Model and serial numbers are unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6) . A livanova field service representative was dispatched to the facility to investigate but no issue could be reproduced or confirmed. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report of communication error on a s5 system during priming. There was no patient involvement.